Event description:
N/a.

Manufacturer narrative:
The xenon lightsource (oomlx) was returned for evaluation: failure analysis - upon evaluation of the returned xenon lightsource (oomlx), the unit did not power on. The power supply was replaced. Root cause - the reported complaint was confirmed. The returned 00mlx light source was in used condition with a failing power supply. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the 00mlx lightsource has no power, and both fuses were blown. They replaced the unit, and it still would not power up. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.